Manufacturer narrative:
Analysis found no fault with the unit. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the extender was not working properly during the operation. There was no visual or audible indicator and no troubleshooting performed. They did not see or hear anything that made them aware that there was something wrong with the device. There was no patient impact.